Event description:
The mother reported that her son is experiencing "skin irritation under the adhesive patch", stating that his skin is "raw after removal". His condition required a prescription for treatment from an md. Insulet customer support directed the mother to the omnipod sys website for skin protection product recommendations. The pod will not be returned for evaluation

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may ne infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received a prescription from his health care provider in order to treat the irritation.